Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating internal memory error. Identification of issue has been done by analyzing problem description. The service report and device¿s logs have been not available for further evaluation. Despite our best effort in obtaining the information, it remains unknown what was the cause of the error. There was no information about the replacement of any part. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/01/2012 corrected manufacture date: 09/07/2012. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating internal memory error. There was no patient harm. Manufacturer's ref.#: (B)(4).